Manufacturer narrative:
(B)(4). The analysis results found that one device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device locked out as intended but the orange indicator did not show up. This finding is not related to the event reported. It could not be determined what may have caused the issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device was fired on an unknown firing and would not open while closing on tissue. It is unknown how case was completed. There is no other information available.